Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 109 mg/dl at the time of the call. The customer's father stated that the high blood glucose reading was in the 500 mg/dl range and that the issue had been taken care of. Unable to troubleshoot due to this being a past issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.